Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The actual device has been returned and is currently pending further evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side of the battery oscillator device seized, jammed, and was moving heavily, and the trigger was blocked, jammed, and moving heavily. It was noted that the oscillating head was torn. It was further determined that the device failed pretest for check saw blade coupling, check saw head ratchet, and trigger test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the condition of the coupling tool side seized, jammed, and moving heavily was due to be improper construction and design. The condition of the trigger being blocked, jammed and moving heavily was determined to be due to wear from normal use and servicing. The condition of the torn oscillating head has been captured in a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.